Event description:
Information was received from the healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving morphine drug (10 mg/ml, 5.5 mg/day) via an implantable pump for non-malignant pain. It was reported that there were high residual volumes. There were several episodes of higher than expected residual volumes. The catheter was easily aspirated, so the problem was presumed to be in the pump. The patient did not have symptoms that were considered to be frank withdrawal symptoms, but the pain relief had not been as good as usual. There were no known factors that may have led or contributed to the issue. Troubleshooting included having a dye study performed. The catheter flow was robust and easy, so the catheter was not likely the cause of the high volumes. Interventions to resolve the issue included that the pump was replaced. The issue was resolved at the time of the report. The healthcare provider (hcp) had no further information for the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.